Event description:
Pt seen in operating room by dr (B)(6) for frozen d&c, robotic lah and (B)(6). Soon after the beginning of the procedure, the cautery spatula tip inside the pt's abdomen broke off. A search for all the broken pieces resumed and were retrieved by dr (B)(6), surgery proceeded as planned. No injury to the pt noted. Dates of use: not known (uses up to 10). Diagnosis or reason for use: per md as part of procedure.